Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure there was difficulty in cutting and coagulation. Also a strange noise sounded. Another device was used to complete the case. There were no adverse consequences to the patient. Device will be returned.